Event description:
It was reported "the nitinol wire was bent and unable to use right at the location where the blue thumb advancer is." The issue was detected prior to use on the patient.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the nitinol wire was bent and unable to use right at the location where the blue thumb advancer is". The issue was detected prior to use on the patient.